Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. 1 has investigations which are currently pending. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. Patient information was not confirmed for the event.